Event description:
A lesion in the mid-right coronary artery was pre-dilated with a 2.5mm ptca balloon. Then, a 3.0mm diameter x 24mm length medtronic ave s670 rapid exchange stent was advanced with difficulty through the tortuous artery to the target lesion. The stent delivery balloon would not inflate during stent deployment. The physician delivery noticed there was damage to the catheter shaft where physician was holding and torquing the catheter. The stent delivery system was then abruptly removed, resulting in the catheter shaft breaking at the damaged site. Consequently, when the stent delivery system was pulled back suddenly, the stent dislodged from the stent delivery balloon in the right coronary artery. Attempts to remove the undeployed stent were unsuccessful. The stent remains in the pt's right coronary artery. The pt was asymptomatic at the end of the procedure. A surgeon was consulted to discuss options with the pt. The repeated torquing of the catheter likely caused the damage in the shaft of the catheter, resulting in the inflation difficulty and subsequent breakage. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1 and when the stent delivery system was advanced to the lesion despite resistance. The product was not returned for eval. There is no additional clinical sequelae reported relative to the event.